Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired. No findings available at the time this report was submitted; therefore, annex a code (B)(4) was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pharmacy technician intermittently experienced login issues. The user was sometimes unable to log in to pyxis es and received error messages including "unable to find user account matching scan code, please try typing in your username" and "unable to authenticate." There were no delay or adverse events or injuries reported based on this event.